Manufacturer narrative:
Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a small leak between the connection of the heater bag and the heater line of the cassette that led to this alarm. It was further reported that the connection was "not twisted and locked into place well." Renal therapy services (rts) explained the alarm and advised the hp to closed all clamps. Rts advised the home patient (hp) to disconnect using aseptic technique and to dispose of the supplies connected and start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.